Event description:
It was reported while using bd eclipse needle with smartslip the needle detached from the syringe and leaked. There was no report of patient impact. The following information was provided by the initial reporter: ¿during fixing the safety-needle the lla got loose and finally detached from the tip. For this reason the solution leaked between the tip and the needle. The dose was not administered to the patient¿.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse needle with smartslip the needle detached from the syringe and leaked. There was no report of patient impact. The following information was provided by the initial reporter: ¿during fixing the safety-needle the lla got loose and finally detached from the tip. For this reason the solution leaked between the tip and the needle. The dose was not administered to the patient¿.

Event description:
It was reported while using bd eclipse needle with smartslip the needle detached from the syringe and leaked. There was no report of patient impact. The following information was provided by the initial reporter: ¿during fixing the safety-needle the lla got loose and finally detached from the tip. For this reason the solution leaked between the tip and the needle. The dose was not administered to the patient¿.

Manufacturer narrative:
H6: investigation summary as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.